Event description:
It was reported the programmer was overheating and shutting off. Service error messages were also noted. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified that the programmer was overheating. The main processor unit (mpu) board was replaced as a result. It was also noted that the keyboard was loose and the left keyboard hinge was broken, and the programmer cooling fan was noisy.